Event description:
Hcp reported the pt experienced shocking and strong surges when manipulating implantable pulse generator and with bending and turning of head. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.